Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion and returned for analysis. Analysis found the device did not meet longevity calculation provided in device labeling. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.